Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports concerns about the accuracy of her plink meter. Analysis run on clark error grid using mean avg. Reading (68) as ref point vs. Bd readings (90, 45) yielded data points in the d range of the grid, outside of acceptable limits.